Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a pentaray navigational eco catheter and the bwi failure analysis lab noted the returned catheter condition that on spine c electrode ring #10 had rough edges. Originally it was reported that a sensor error appeared . The cable was changed, connections were reconnected and the system was rebooted but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. The user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, this issue was assessed as not reportable. Upon visual inspection of the returned complaint catheter on (B)(4) 2015, the bwi failure analysis lab noted that on spine c the electrode ring #9 was squashed and electrode ring #10 was also squashed and had rough edges. There was no information that the product was withdrawn from the patient with difficulty. For the squashed rings, the catheter integrity was maintained. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The issue of the electrode ring #10 had rough edges has been assessed as reportable as it may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath. The awareness date was updated for this record to (B)(6) 2015 as when the issue was found from the bwi failure analysis lab.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a atrial fibrillation (afib) procedure with a pentaray navigational eco catheter and a sensor error appeared. The cable was changed, connections were reconnected and the system was rebooted but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. Upon receiving, the catheter was visually inspected and it was found that catheter rings were dented. Ring #20 was dented and sharp. The condition of the rings were not originally reported on the complaint. Therefore, additional information was requested. However, no additional information was received. The type of damage suggests that the catheter had friction with another device possibly the sheath from distal to proximal causing the rings to be uplifted. However, it could not be conclusively determined. The catheter outer diameters were measured and it was found within specifications. Then per the reported complaint the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the transistor. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
During an internal review, it was found that a correction to the 3500a supplemental would need to be submitted. In the 3500a report we reported that upon receiving, the catheter was visually inspected and it was found that ring# 9 and #10 were slightly lifted and slightly sharp.¿ however, in 3500a supplemental we stated, ¿upon receiving, the catheter was visually inspected and it was found that catheter rings were dented. Ring #20 was dented and sharp.¿ the correct receiving information is, ¿upon receiving, the catheter was visually inspected and it was found that ring# 9 and #10 were slightly lifted and slightly sharp.¿ (B)(4).